Event description:
Patient was presented in hospital after having received inappropriate shock therapy. Patient was asymptomatic at the time of interrogation. No electrical anomalies were noted. Externalized conductors were visible on fluoroscopy. Plans were made for the lead to be explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.